Event description:
Physician reported right side breast cysts and signs of capsular contracture of implant. Breast implants with a more spherical appearance than usual, with accentuation of their folds. Patient later reported pain, burning, when lying on my side or stomach.device remains implanted.

Manufacturer narrative:
Cont e1 phone number - (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Physician reported right side breast cysts (not device related) and signs of capsular contracture of implant. Breast implants with a more spherical appearance than usual, with accentuation of their folds. Patient later reported pain, burning, when lying on my side or stomach. Patient relative later reported grade iii/IV capsular contracture. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6